Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, it is presumed that it is caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components (ic chips, capacitors, etc.) Of the electrical board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited scope communication error e216. There were no reports patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.